Event description:
It was reported, the subject device had no image. The issue occurred during a diagnostic hysteroscopy procedure. A procedural delay reported. The procedure was completed with a similar device. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation and therefore the reported issue was not confirmed. However, factors that may have attributed to the customer's reported malfunction could be due to a faulty charge coupled device (ccd) , damaged cable, damaged connector, or the video processor and light source used along with camera head". The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "warning ¿ "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor complaints about this device. This report will be supplemented if any additional relevant information is received.

Event description:
It was reported, the camera head had no image. Once this camera is plugged in, the image becomes static and no other cameras will work unless the lightbox is turned off then back on. The issue occurred during a diagnostic hysteroscopy procedure and was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields.

Manufacturer narrative:
-Updated fields: d9-date returned to mfg., h3-device evaluated by mfg., h3-evaluation summary attached, h3-device returned to mfg. -correction: b6 (ni), b7 (ni), d4-expiration date null (na), d6a-implant date null (na), d6b- explant date null (na), d10 (ni), e1-fax number null (ni). This report is being supplemented to provide updated information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to moisture discovered inside the charge-coupled device lens. In addition, the device evaluation found a failed leak test and a slice on the cable. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. Once this camera is plugged in, the image becomes static and no other cameras will work unless the lightbox is turned off then back on. The issue occurred during a diagnostic hysteroscopy procedure and was completed with a similar device. There was no report of patient harm.